Event description:
It was reported that a pt rec'd a platelet concentrate transfusion using the device and developed symptoms of urticaria 10 minutes after the start of the transfusion. The pt's consciousness became clouded; blood pressure became impalpable, with a heart rate of 80 bpm. The transfusion was discontinued and a diagnosis of anaphylaxis was made; hydrocortisone, atropine and famotidine (antihistamine) were given, and the pt was intubated. The pt's heart rate fell to 50 bpm, and epinephrine was given subcutaneously. Within an hour, consciousness was recovered, spontaneous breathing resumed, and the endotracheal tube was removed. A head CT showed no abnormality. A complete recovery was made; no pt sequelae were reported.